Event description:
Report received of a homecare patient that did not receive adequate pain management therapy while the device was in use. The history was printed out by the customer and it was determined that there was an operator error in programming the device. The pump settings and the nature of the programming error were provided. The pt did not experience any adverse effects. As a result of this investigation, the customer has provided additional education to the staff and established new protocols. Though requested, no further information was available.